Event description:
The hospital reported a system shutdown that resulted in in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The customer declined ge service. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).